Event description:
It was reported that there was an event where the pacemaker had oversensing of electromagnetic interference during an unrelated procedure. There was no intervention reported. The patient was stable.